Event description:
It was reported by the aci vascular closure specialist (vcs) that a (B)(6) male patient underwent a coronary diagnostic catheterization procedure on (B)(6) 2012. Access was obtained at the bifurcation via a 6f cordis sheath. A pre-procedure femoral angiogram showed no evidence of pvd/calcium in the vicinity of the access site. Following the procedure the physician who is a trained user of the mynx, selected the mynx cadence vascular closure device 6/7f to close the access site. Allegedly, the physician tested and deployed the device per the IFU. Everything seemed well, but when the physician deployed the device and shuttled the advancer tube down, a hematoma described as the size of a baseball (>6cm) developed at the access site. The hematoma was resolved with 15 minutes of manual compression, and hemostasis was successfully achieved. The patient was ambulated and discharged to home the same day of the procedure with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The visual inspection of the returned device revealed the shuttle engaged to the handle. The balloon was inflated with fluid to determine if there was any presence of a leak. No leak was observed, and pressure was held with proper functioning of the inflation indicator. The catheter shaft and the shuttle cartridge were inspected. No anomalies were observed. Based on the information provided, the investigation performed and without the return of the sealant and advancer tube for physical investigation, the root cause of the hematoma was unable to be determined. The review of the lhr (lot f1202002) indicated that the device lot met all established performance criteria prior to shipment.